Event description:
Pt underwent a successful coronary artery bypass graft via minimally invasive approach. The endocoronary sinus catheter (esc), endopulmonary vent (epv) and endovenous drainage cannula (evdc) were placed according to the instructions for use. Upon performing the pericardiotomy, the surgeon noted a hematoma in the right ventricular wall and a 1 cm perforation. This required 1 suture. The mechanism of the perforation was not defined. The placement of the esc and epv were described by the anesthesiologist as uneventful. During placement of the device, the guidewire was seen to enter the right ventricle a few times (as opposed to remaining within the atrium and vena cavae as intended), but placement was otherwise uneventful. The attending surgeon stated that the event was of no clinical consequence, and that it was uneventful in the course of a cardiac operation.